Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unknown. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Ligaclip would not close around the vessel. Instead they formed a ring which would not secure the vessel. Surgery was continued using a different ligaclip. There were no patient consequences.